Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited varying pace impedances on the right atrial (ra) lead. The impedances are around 600 ohms, but have spikes as high as 2500 ohms. The ra lead is a competitor's product. At this time, the products remain in service and the patient is being monitored. No adverse patient effects were reported.